Event description:
The customer reported receiving erratic readings on their Abbott Diabetes Care device. Customer reported receiving readings of 250 mg/dL, 49 mg/dL, 50 mg/dL and 150 mg/dL within 10 minutes. The results when plotted on a Parkes Error Grid fell into the C zone showing the difference in values to be clinically significant. As a result, the customer experienced symptoms such as dizziness, numbness, "vision problems", confusion, "shock-like symptoms" and was able to self-treat with Hydrochlorothiazide and candies. Subsequently, the customer was seen at the hospital and was confined for two days however details of the treatment was not provided. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.